Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: corrosion in air water nozzle a definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the distal end cover malfunction is traced to component failure, and the cause of corrosion in air water nozzle is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed during the device evaluation the colonovideoscope¿s distal end of the biopsy channel was burnt. There was no patient involvement in this event.